Event description:
It was reported that the patient presented to the clinic for a follow-up. A review of the electrogram (egm) revealed that the pacemaker exhibited loss of capture. The right ventricular (rv) lead was explanted and replaced, as the physician suspected a connection issue between the pacemaker port and the rv lead, resulting in loss of capture. The pacemaker was explanted and replaced. The patient was in stable condition.